Manufacturer narrative:
Continuation of d10: product ID: 10fcc13 product type: sheath product ID: pscc100 product type: catheter; product ID: non-medtronic product, product type: catheter; product ID: non-medtronic product, product type: catheter; product ID: non-medtronic product, product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following an pulsed field ablation procedure, the patient experienced ventricular fibrillation (vf) arrest approximately twenty minutes after the ablation. Defibrillation was performed and cardiopulmonary resuscitation was administered for one minute, after which the patient reverted to sinus rhythm. A 12-lead electrocardiogram (ECG) revealed st changes, prompting transfer to the catheter lab for a coronary angiogram, which identified a 99% proximal left anterior descending coronary artery plaque. Coronary artery stenting and angioplasty were performed to prevent permanent impairment of function. The patient¿s hospitalization was extended, and the patient was reported to be stable. No further patient complications have been reported as a result of this event.